Event description:
A medtronic representative reported a navigation system with a broken caster on the surgeon monitor cart. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.replacement caster shipped to site 01/31/2014. Medtronic investigation of returned suspect device finds that, as reported, the wheel assembly is broken at the post. The metal post is missing. Physical damage, pieces broken, directly caused event.